Event description:
Procedure type: anastomosis. According to the reporter: the pt's condition worsened after anastomosis and a reoperation was required. There was unanticipated tissue loss. There was bleeding reported in excess of 500cc. The case was extended by more than 30 mins.

Manufacturer narrative:
(B)(4).